Event description:
The customer reported via telephone that his belt clip broke. The customer added that the day before his blood glucose was in the 500s mg/dl. The customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.